Event description:
It is reported that a customer states that their insulin pump jammed. The patient's blood glucose level was at 57 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump did not jam. No prime anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked case at a reservoir tube and display window corners, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.